Event description:
It was reported the customer received a low alert for their blood glucose. The customer stated their blood glucose was 55 mg/dl. The customer also stated their meter was alerting them of a low, but when they checked their blood glucose, it was over 300 mg/dl. It was also found the customer had several calibration error, change sensor, and sensor error alarms in their alarm history. Customer was advised their sensor glucose and blood glucose readings were the main cause of the calibration error. The customer also reported blood on their connector. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.